Event description:
Machine read correct rate and pump infusing correctly. No occlusion present during feeding. In one hour, drip chamber shifted in its holder. Pump rate read same. No alarm sounded. Rate had changed.